Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally, the nickel busbar tabs at the p1, p2, and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar and the contamination. The root cause for the contamination was ingress of an unknown liquid. The root cause of the loose busbar cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a battery pack was unable to charge.